Event description:
Total knee replacement on (B)(6) 2009. Several months ago my knee began to ache, experiencing tightness, occasional crunching sensation, and pain behind the knee. I believe this device is also causing the pain to radiate to my foot.